Event description:
It was reported that a manual wheelchair tipped inward and caused the user to fall and break his nose. The extent of medical intervention is unknown. Should additional relevant information become available, a supplemental report will be submitted.